Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter to treat premature ventricular contractions the patient experience asystole. While the catheter was passing through the valve of the right ventricle the asystole occurred. The physician stopped the procedure and started emergency pacing and gave the patient medication; atropine, suprarenine, and cortisone. Once cardiac activity returned they implanted an external pace maker on the right ventricle for pacing. After the interventions the patient was returned to their bed and was reported to be stable. The procedure was not completed due to the complication and required interventions. The catheter is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.